Event description:
Revision surgery was performed due to infection suspected. The oxinium head and r3xlpe liner was replaced with new one. It was reported that the devices won't be returned for evaluation.